Event description:
It was reported that the needle was deployed before being prompted to deploy, during the activation process. This indicates a needle mechanism failure. The pod was not worn. No blood glucose levels were reported.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone13.2. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed in pod state 15 with 55 pulses delivered, completing first and second prime. No timeouts or drive stalls were observed in the data. No damages were observed on the needle mechanism to cause the reported needle deployed early event. The cause of the reported event could not be determined.